Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient chest discomfort and shortness of breathing issues occurred. A patient with a previously implanted 3.50 x 32 mm promus premier¿ stent in the mid left anterior descending artery and a non bsc pacemaker underwent magnetic resonance imaging (MRI) scans of the right and left knee. The pacemaker was set to 70 beats per minute and in mr mode. During the first scan of the right knee, hospital staff positioned the oxygen saturation probe on the patient's left hand and placed the left hand over the patient's chest in the vicinity of the heart and pacemaker and the patient experienced significant chest discomfort and breathing issues. The attending staff noted that during the scans, episodes of oxygen saturation (spo2) loss occurred. During the second MRI scan of the left knee the spo2 probe was located at the left side of the patient. The patient did not experience any chest discomfort or breathing issues and there was no loss of oxygen saturation. The patient impact was transient and patient recovered when stimulus was removed.